Manufacturer narrative:
Lot number or product was not provided by the reporter therefore, unable to proceed with batch retain testing or product investigation.

Event description:
Profound and permanent neurological injuries [nervous system disorder]. Injury/severe and permanent physical injuries [injury]. Zinc toxicity [metal poisoning]. Extensive nerve damage [nerve injury]. Radiating pain in arms and legs [pain in extremity]. Lack of coordination [coordination abnormal]. Spinal pain [bone pain]. Radiating neck pain [neck pain]. Case description: an attorney reported that her client, an adult female age (B)(6), used fixodent denture adhesive, version unknown cream and super poligrip original as denture adhesives, unspecified total daily use beginning 2000 through (B)(6) 2010, and reported the following: profound and permanent neurological injuries, severe and permanent physical injuries, extensive nerve damage, severe spinal pain, radiating pain in arms and legs, radiating neck pain, lack of coordination, and zinc toxicity. Treatment: has received and will continue to receive unspecified medical care and treatment. The case outcome was not recovered/not resolved. Past medical history included: medical history - denture wearer. No further information was provided.